Event description:
It was reported that during a case, the machine displayed a 'reinstall ventilator' message after switching the machine from man/spont to pressure support mode ventilation. The patient was manually ventilated and there was no patient injury reported.

Manufacturer narrative:
The description of the event and the logfile provided a basis for the investigation. The request of parts was not necessary. All information available have been analyzed regarding indications for the reported "reinstall ventilator" message. The "reinstall ventilator" message could be confirmed on the basis of the logfile provided. As the symptom was resolved by replacing the breathing system, most likely a leakage at the upper piston diaphragm was present leading to a loss of vacuum pressure in the piston. Possibly the diaphragm wasn't inserted correctly causing an unsteady leak and got aligned correctly as the breathing system was replaced. In case of kinks or holes in the diaphragms causing leakage sufficient vacuum pressure and thus automatic ventilation might be restricted. Manual ventilation and monitoring remain unaffected. During automatic ventilation the device controls the vacuum pressure and alarms for "reinstall ventilator" and "check ventilator" in case the pressure is not reached. A too low (negative) vacuum pressure is detected during power-on self test. Conclusion: the device reacted as specified on an internal leakage detected and alarmed for reinstalling the ventilator. The device was tested and returned to use.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.